Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Complaint was re-opened as lot number was received on 7/22/14. Additional information received: thanks for your investigation report regarding this case. Currently we have got update from the sales team that the lot no. Is updated as cpkb4w. Is it possible to reopen this case and check your batch records for us. Please also be noted this case has been upgraded as legal case, legal and cc dept have been involved now. Enclosed is the photos to show the condition of this patient. I have also got the following updates. The patient is male and (B)(6), had secondary hydrocephalus due to severe craniocerebral trauma. On (B)(6) 2014, the patient had symptoms of severe trauma, right pneumothorax and traumatic wet lung. Then admitted into local hospital for emergency operation. The patient did cleaning, decompressive craniectomy and right pleural closed drainage. After the 1st surgery the patient was transferred another hospital called (B)(6) hospital for his critically ill. And the hospital did 2nd surgery for drainage on the right side of the top skull drilling with subdural hematoma on (B)(6) 2014. On (B)(6) 2014, the patient did 3rd surgery for drainage of the right frontal drill subdural effusion. On (B)(6) 2014, the patient accepted the 4th surgery for right v-p procedure. The original pressure is 100mmh2o. On (B)(6) 2014, the pressure was adjusted to 150mmh2o. On (B)(6) 2014, the patient accepted the 5th surgery for temporary ligation on the valve. On (B)(6) 2014, the patient did 6 surgery for open the ligation and then the pressure was increased to 200mmh2o on (B)(6) 2014. At this present, we got feedback from the surgeon the patient had excess flow issue when siting & standing. Collapse of decompression window. The patient is not comfortable along with vomit. The decompression window recovered gradually swelling after sleeping.

Event description:
The patient is male and (B)(6) old, had hydrocephalus and calvarial defects due to external trauma. The surgeon did v-p product in mid of may after craniocerebral trauma craniotomy. The original pressure is 100mmh2o. The patient had excessive drainage and svc on (B)(6) 2014. Many attempts to adjust pressure but failed to improve the condition. The surgeon did abdominal ligation on (B)(6) 2014. After one week of the ligation, the patient had symptoms of encephalocele, vomit and high intracranial pressure. The surgeon suspected valve adjustment failure. The scalp is too thin and the patient is not suitable for repair procedure at this moment. The device is still implanted.

Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device is still implanted.